Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Visual inspection revealed no anomalies. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reports of high thresholds and loss of capture from the field.

Event description:
It was reported that this left ventricular (lv) lead threshold had increased from 4.0v at 1.5ms to 7.5v at 2ms, then had failure to capture over several days. The lead was explanted and replaced one week after implant. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead threshold had increased from 4.0v at 1.5ms to 7.5v at 2ms, then had failure to capture over several days. The lead was explanted and replaced one week after implant. No additional adverse patient effects were reported.